Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m27121); product type: 0001-accessory; implant date (B)(6) 2022; brand name sensight; product ID b3301542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated their device is not connecting it says "no network connection". Patient services (pss) reviewed information about dbs therapy app and how to use it. Pt was trying to use the recharger app (pt has a non-rechargeable implant). Ps reviewed to only use dbs therapy app. Pt was able to get into dbs therapy app with no issues. Pt states they are having seizures but is not sure if this is because of the device. Pt said things had been really weird for them and they didn't know the cause of this. Pt said they thought it could be related to the hurricane that came through and blew down towers in the area they live in and possibly effecting the dbs. Pt said on friday they went to the grocery store and they lost a half an hour because they blacked out completely while they were driving and woke up in front of their old house. Pt said they were seeing their neurologist on (B)(6) 2024. Pt said they were getting an MRI and the MRI was for something different and said that they walk a lot and about a month ago they had been finishing up walking and all of a sudden, they lost consciousness and woke up in the street. Pt said that they weren't sure why all these things were happening to them and mentioned their medication had changed. Patient denied any falls/trauma. During call patient's therapy was on and battery was ok. The circumstances that led to the reported issue were asked but unknown.